Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display, frozen screen or missing segment/partial display noted. The insulin pump had an unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low reservoir alarm or any alarm due to unresponsive button. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer had partial display. The mother states the buttons were unresponsive. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's most current level was 533mg/dl. The customer declined to troubleshoot for the highs. The customer was advised the pump would be replaced and returned for analysis.